Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The battery pins in the device were replaced as preventative maintenance. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker downloaded and reviewed the electronic records from the device and verified the device experienced an inappropriate loss of power. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.